Manufacturer narrative:
Device (B)(4) no code available = leaflet disruption (tearing at the commissure). Evaluation (B)(4) - other = device has not been returned. Additional manufacturer narrative: the device history review is in process. Several attempts have been made to retrieve the operative report, however, edwards was informed that these documents cannot be released without patient authorization.

Manufacturer narrative:
Additional manufacturing narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Attempts to obtain the subject device and operative reports have been made, however, it was reported that no information can be released without patient authorization. At this time, there is insufficient information to determine the root cause of the reported issue.

Event description:
It was reported that a magna pericardial valve was explanted after an implant duration of approximately 6 years due to tearing at the commissure.